Event description:
It was reported that the target area was located in the heavily calcified right coronary artery, with three lesions from the proximal to the distal part. The prowater guide wire was only able to be advanced to the mid lesion, as it would not cross the distal lesion. An unspecified 2.5 x 12 mm balloon was advanced and inflated to 6 atmospheres (atm), in an attempt to cross the distal part of the lesion. However, the devices were still unable to cross the distal lesion. There was no resistance between the balloon and the prowater guide wire. The unspecified balloon was retracted and a corsair microcatheter was advanced on the guide wire toward the lesion. The corsair also could not cross to the distal lesion. When positioned with the nose of the corsair in the mid lesion, the corsair was rotated in an attempt to cross. During rotation, the prowater guide wire became twisted and the coils became stretched and unwound, but not separated. The devices became stuck together and were removed as a unit. The procedure was concluded at that point. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The asahi corsair is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4): with the provided information and the outcome of the inspection of the returned devices, it is presumed that the corsair became stuck with the prowater guide wire when the corsair was moved back to the mid lesion after failure to cross the distal lesion due to resistance and friction with the distal lesion. The rotational manipulation additionally applied to the devices might have aggravated the condition of being stuck, resulting in partial damage of the devices. The instructions for use (IFU) of the corsair microcatheter describes in its section of contraindications and prohibition: do not use in advanced calcified lesion. Also, in the warnings section: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation. The IFU of the asahi percutaneous transluminal coronary angioplasty (ptca) guide wire describes in its warnings section: never push, auger, withdraw, or torque a guide wire that meets resistance. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged resulting in fragments being left inside the vessel.